Manufacturer narrative:
The device was not returned however; an image of the screw was provided. The head of the screw has broken from the stem. A medwatch form was received from the user facility, the information on this medwatch form 3500a was completed by wright medical technology with information received from the user facility. Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that the patient underwent a shoulder replacement surgery. Allegedly, the screw broke during insertion. The screw was left in the patient. No additional patient complications were reported.